Event description:
It was reported that for the past six months this left ventricular (lv) lead has had increasing pacing impedances, and are now high out of range greater than 2000 ohms. This lead was currently programmed lv tip to can, and there was no evidence of loss of capture despite the high impedances. Technical services suggested troubleshooting the two other vectors and potentially reprogramming. The system remains in-service, and no adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that for the past six months this left ventricular (lv) lead has had increasing pacing impedances, and are now high out of range greater than 2000 ohms. This lead was currently programmed lv tip to can, and there was no evidence of loss of capture despite the high impedances. Technical services suggested troubleshooting the two other vectors and potentially reprogramming. The system remains in-service, and no adverse patient effects were reported. Additional information was received that this lead was surgically capped and replaced due to chronically high pacing impedances, where they had recently risen to greater than 3000 ohms in all configurations. No additional adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that for the past six months this left ventricular (lv) lead has had increasing pacing impedances, and are now high out of range greater than 2000 ohms. This lead was currently programmed lv tip to can, and there was no evidence of loss of capture despite the high impedances. Technical services suggested troubleshooting the two other vectors and potentially reprogramming. The system remains in-service, and no adverse patient effects were reported. Additional information was received that this lead was surgically capped and replaced due to chronically high pacing impedances, where they had recently risen to greater than 3000 ohms in all configurations. No additional adverse patient effects were reported. Additional information was received that an x-ray was performed prior to the procedure that confirmed that the lv lead was fractured. No additional adverse patient effects were reported.